Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had drainage in the pocket site. The patient underwent a revision procedure wherein the ipg was explanted and a new pocket site was created for the replacement ipg. The physician irrigated the pocket site and vancomycin powder was administered to the wound. The physician did not suspect infection. The patient was doing well postoperatively.